Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Additional information was received. The field representative confirmed no boston scientific employee was present for the case. Upon asking, the hospital provided the steps normally taken during an implant procedure regarding testing lead measurements. Impedance measurements are taken with a competitor's pacing system analyzer (psa), and it was reported the measurements were within normal range at this case. It was confirmed the stylet was not still inserted into the lead during psa testing. Then measurements were taken with the device with no issues observed.

Manufacturer narrative:
The explanted lead was expected to be returned for analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that this right atrial (ra) lead was implanted successfully. However, the next day the pacing impedance measurement was high, out-of-range, at greater than 4,000 ohms. A fracture was suspected and the lead was explanted and replaced. No additional adverse patient effects were reported.